Event description:
It was reported that during a routine device change-out due to normal eri, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The patient was asymptomatic. The physician elected to connect the lead to the new device and continue to monitor routinely.